Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that one day post-op to a j-pouch procedure, the patient was brought back to surgery due to the bleeding of a middle colic vessel. The patient required a blood transfusion but additional details are not available at this time. The patient was reported in stable condition. The device was discarded.